Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available; however, unused samples have been returned to the manufacturing facility for evaluation. Same lot samples received consisted of 165 pieces unopened sg2 needles. Therefore, the investigation was based upon evaluation of user facility information, the unused samples and retention samples of the involved product code/lot# combination. Based on the results of our investigation, the root cause of the complaint could not be identified since condition of the actual sample was not confirmed. The received same lot samples were confirmed free from defects that will affect activation of safety sheath. Samples were further evaluated for sheath activation and deactivation. All samples passed. In addition, same lot samples were subjected to simulation. The syringe was tightened well to the needle prior use. Safety sheath was activated with no difficulty during simulation. The cannula is fully engaged into the sheath and no bending or tilting of cannula was noted. There was no missing components, damaged parts, deformation, short shot, flash, and tilted cannula was noted on the retention samples. Functional testing such as sheath activation and deactivation were all passed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the there was a sheath activation problem resulting to needle stick injury. The user complained that the green safety cover could not be pushed down with one hand, only with a lot of force. Unfortunately, the user has already been injured. Additional information was received on 8/24/2018: it was reported that the needle stick injury was on the hand. The injury itself is minor. The user is fine. Additional information was received on 8/31/2018: it was reported that the incident happened after the application (vaccination of a patient). The incident has not had a negative impact on the user. No treatment was necessary. After this incident, a blood test had to be performed and tested for hepatitis and hiv. An infection was excluded. The treatment (vaccination) could be performed, independently of the incident, since the incident occurred only after the treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to clearly define the assessment on sg molded parts which have an impact on sheath activation failure. There were no irregularities noted on the locking parts that is critical to the activation of the sg2 product. Components are checked for any presence of defects such as tooth flash, missing tooth, damaged collar ear, sheath collar fitting, and over or under insertion of collar to hub. An audible click was heard indicating successful safety activation and no difficulty was encountered during the simulation. Safety sheath was activated with no difficulty during simulation and an audible click was heard during the activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem.